Event description:
Same patient as 2134265-2009-02133. Clinical study. It was reported that 246 days after a coronary artery stenting procedure, the patient experienced an in-stent restenosis. The target lesion was located in the 1st obtuse marginal. There was a history of stenosis pre-procedural visual inspection. The physician predilated the lesion up to 14 atms. The target lesion was treated with the implantation of a 2.75x28mm taxus express2 stent at 8 atms and a 2.50x12mm taxus express2 stents at 8atms. The physician post-dilated the lesion up to 20 atms. The patient was discharged 2 days later on panaldine and bayaspirin. In october 2008, restenosis in the target lesion was located in the 1st obtuse marginal. Action taken was angiography without revascularization. Patient outcome was unchanged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. This investigation will be assigned the most probable root cause classification of anticipated procedural as this event is a known physiological effect of the procedure and is noted within the dfu.